Manufacturer narrative:
Since the subject device was not returned to olympus medical systems corp. (Omsc), it could not be investigated. The exact cause of the reported event could not be conclusively determined. However based on the report of olympus (B)(4), omsc surmised there was the possibility this phenomenon was attributed to the power supply unit failure which have occurred by the aging deterioration due to passing more than 5 years since manufacturing the subject device. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that the subject device was powered up but soon later was powered off at the preparation for use. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and duplicated the reported phenomenon. Olympus (B)(4) found the power supply unit failure might have caused the reported phenomenon and the subject device was powered off after 5 minutes from power on. There was no patient injury associated with this report.